Event description:
The customer reported that the device received calibration vpmr out of range error. There was no patient involvement.

Manufacturer narrative:
Additional information added to:d9-correction to e2;g2-added healthcare professional. This device was evaluated and repaired through the service repair process. Based on the findings, the probable root cause of the reported issue was due to maintenance issue of the bezel assembly. A review of the device history record showed the device had a manufacture date of 17mar2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed an error message for calibration vpmr out of range. There was no patient involvement.